Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain (even when not menstruating)"), device expulsion ("migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s)),") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 24-year-old female patient who had essure (batch no. 758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)". The patient's past medical history included gravida ii and parity 2 (30-12-2006,23-07-2012). Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged menstruation / heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), memory impairment ("forgetfulness / shortness of memory"), headache ("worsening of headaches"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), peripheral swelling ("swollen feet"), migraine ("migraines"), dizziness ("dizziness"), abdominal pain upper ("stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding/ abnormal menstruation"), abdominal pain lower ("severe lower abdominal pain"), arthralgia ("hip pain (even when not menstruating)"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss") and vision blurred ("blurry vision"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, and a right oophorectomy on 08-oct-2014), surgery (total hysterectomy with bilateral salpingectomy and right oophorectomy) and surgery (total hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device expulsion, fallopian tube perforation, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, arthralgia, dysgeusia, memory impairment, headache, vaginal infection, vaginal discharge, dyspareunia, rash, pruritus, alopecia, fatigue, weight increased, weight decreased, peripheral swelling, migraine, dizziness, abdominal pain upper, pregnancy with contraceptive device, vaginal haemorrhage and urinary tract infection outcome was unknown and the vision blurred had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, arthralgia, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, memory impairment, menorrhagia, menstrual disorder, migraine, pelvic pain, peripheral swelling, pregnancy with contraceptive device, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: on 08-oct-2014, she underwent removal surgery with total hysterectomy, bilateral salpingectomy, and a right oophorectomy, during which her uterus, cervix, both of her fallopian tubes and right ovary were removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Most symptoms have subsided, some decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirm full occlusion of fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain (even when not menstruating)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("prolonged menstruation / heavy menstrual bleeding"), menstrual disorder ("abnormal menstrual bleeding/ abnormal menstruation"), abdominal pain lower ("severe lower abdominal pain"), arthralgia ("hip pain (even when not menstruating)"), dysgeusia ("metallic taste in mouth"), memory impairment ("forgetfulness"), headache ("worsening of headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, and a right oophorectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, arthralgia, dysgeusia, memory impairment, headache, vaginal infection, vaginal discharge, dyspareunia, rash, pruritus, alopecia, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, memory impairment, menorrhagia, menstrual disorder, pelvic pain, pruritus, rash, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, she underwent removal surgery with total hysterectomy, bilateral salpingectomy, and a right oophorectomy, during which her uterus, cervix, both of her fallopian tubes and right ovary were removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirm full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain (even when not menstruating)"), device expulsion ("migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s)),") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 24-year-old female patient who had essure (batch no. 758628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)". The patient's past medical history included gravida ii and parity 2 (30-12-2006,23-07-2012). Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged menstruation / heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), memory impairment ("forgetfulness / shortness of memory"), headache ("worsening of headaches"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), peripheral swelling ("swollen feet"), migraine ("migraines"), dizziness ("dizziness"), abdominal pain upper ("stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding/ abnormal menstruation"), abdominal pain lower ("severe lower abdominal pain"), arthralgia ("hip pain (even when not menstruating)"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss") and vision blurred ("blurry vision"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, and a right oophorectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device expulsion, fallopian tube perforation, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, arthralgia, dysgeusia, memory impairment, headache, vaginal infection, vaginal discharge, dyspareunia, rash, pruritus, alopecia, fatigue, weight increased, weight decreased, peripheral swelling, migraine, dizziness, abdominal pain upper, pregnancy with contraceptive device, vaginal haemorrhage and urinary tract infection outcome was unknown and the vision blurred had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, arthralgia, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, memory impairment, menorrhagia, menstrual disorder, migraine, pelvic pain, peripheral swelling, pregnancy with contraceptive device, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, she underwent removal surgery with total hysterectomy, bilateral salpingectomy, and a right oophorectomy, during which her uterus, cervix, both of her fallopian tubes and right ovary were removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Most symptoms have subsided, some decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirm full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 3-oct-2018: pfs+mr received: new events: pregnancy with contraceptive device, migraine, device expulsion, peripheral swelling, fallopian tube perforation, abdominal pain upper, dizziness, device ineffective, vaginal haemorrhage, urinary tract infection, vision blurred added. Event shortness of memory clubbed with forgetfulness. Product lot number, other relevant history, reporters and pregnancy information added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain (even when not menstruating)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("prolonged menstruation / heavy menstrual bleeding"), menstrual disorder ("abnormal menstrual bleeding/ abnormal menstruation"), abdominal pain lower ("severe lower abdominal pain"), arthralgia ("hip pain (even when not menstruating)"), dysgeusia ("metallic taste in mouth"), memory impairment ("forgetfulness"), headache ("worsening of headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, and a right oophorectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, arthralgia, dysgeusia, memory impairment, headache, vaginal infection, vaginal discharge, dyspareunia, rash, pruritus, alopecia, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, memory impairment, menorrhagia, menstrual disorder, pelvic pain, pruritus, rash, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, she underwent removal surgery with total hysterectomy, bilateral salpingectomy, and a right oophorectomy, during which her uterus, cervix, both of her fallopian tubes and right ovary were removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - (B)(6) 2011: confirm full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.